Event description:
On 09-jan-2026, a distributor reported via email that the tightrope loop broke on an ar-1588rtt2 fibertag tightrope ii implant while passing the graft through the femoral tunnel. This was discovered during an acl reconstruction procedure on(B)(6) 2026, with no reported patient harm. Additional information was received on 21-jan-2026: the broken tightrope loop was retrieved from the patient. The case was completed with a non-arthrex product. The case was delayed five minutes, and no additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.